Event description:
It was reported that the pump re-booted without user intervention.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications. Eval found that the pump powers up properly. The pump was exercised for 24 hours with no issues or re-boots occurring. No damage was found to the power circuit. Re-boots were observed in the pump history, but were not duplicated during investigation.